Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was movement failure, the arc was not working, and there was an issue with power supply. Fse checked and identified that there was a communication failure in luc cards and the actual cause was nvram got erased in clea board. Upon troubleshooting, the philips field service engineer (fse) cleaned the luc cards, replaced the clea cards as customer requested and recalibrated the whole geometry. After replacement, the system has been returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.